Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Pump received with cracked case at display window corner, battery tube threads, minor scratched display window. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the screen. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was above 200 mg/dl. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.